Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device was not working properly. The ipp was replaced without reported complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically examined, and leak and functionally tested. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observation of mechanical problem could not be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device was not working properly. The ipp was replaced without reported copmplications.